Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device tissue pad was peeling. The device was replaced with another similar device and the procedure completed. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted. The functional mode at the time of the event was seal and cut 1, seal 3. The intelligent tissue monitoring (itm) functionality was on.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency oscillation confirmation and appearance. Upon inspection of the device, it was observed that the tissue pad was worn and partly peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so "that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.